Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) due a myopic outcome. A different power lens was selected for the replacement.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens (iol) met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted.